Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer reported it has one esg-330 and one erbie that they take from room to room. The erbie has been inspected and the esg-300 has not been sent in for repair. The issue occurs in various rooms, intermittently. It is not on the same circuit, the sdi cable was replaced, the distance from cv-190 was about 3-5 feet and it was repaired by a third party. Tac instructed the customer to keep track of the model/serial number of the scope when they loose the video feed. If it always occurs with that scope(s) then have the customer send the scope in to olympus for repair. The issue may be with the scope shielding. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
An olympus customer reported that when using the esg-300 and argon or the erbie and argon with the evis exera iii video system center, the video feed was intermittently lost. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.